Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned with dry in a microcentrifuge vial. Visual inspection found lens with optic broken with the haptic broken and deformed. Dimensional inspection not possible due to significant lens damage. Claim (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated with low vault. At a later date the lens was exchanged for a lens of the longer length. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
B2 - required intervention to prevent permanent impairment/damage d5- operator of device is health professional. E1 (B)(6). E2: health professional should be correct to- yes. E3- occupation - physician. G1- (B)(4). Claim (B)(4).

Manufacturer narrative:
B2 - required intervention to prevent permanent impairment/damage. D5- operator of device is health professional. E1 (B)(6). E2: health professional yes. E3- occupation - physician. G1- mrs. (B)(6). Claim# (B)(4).